Event description:
Patient experienced facial injuries in a car accident approximately 10 weeks ago. The patient was implanted with 2 mandible plates on the right side and an external fixator on the left. The patient was returned to the operating room on (B)(6) 2013 due to possible infection. The surgeon removed the external fixator, both plates and all screws, cleaned up the wound and revised the patient to external fixation. Plates and screws were intact. Patient had not healed due to poor bone quality. Patient was reportedly non-compliant and continued to smoke. Patient had also undergone previous radiation treatments and has mostly dentures. Post medical history was notable from left-sided parotid tumor requiring removal and the radiation therapy. Final outcome is pending treatment at another advanced specialty institution/hospital. This is report 5 of 12 for complaint number (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient date of birth reported as (B)(6) 1965. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.